Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a right "hemicoletomy", while doing a resection of the small intestine, one of the "reload" had poor staple formation and the other one was not able to fire; additional tissue resection was made due to device malfunction. The surgical time was extended by 30 minutes. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a right hemicolectomy, while doing a resection of the small intestine, one of the reload had poor staple formation and the other one was not able to fire also one of the handle has a idling gear, additional tissue resection was made due to device malfunction. The surgical time was extended by 30 minutes. Another device was used to complete the case.